Event description:
Was performing drug-eluting bead transarterial chemoembolization to the liver with lc lumi beads. The beads clogged the microcatheter to the point where the catheter became unusable. Two catheter exchanges were required to continue the treatment resulting in increased radiation dose to the patient and staff. Strength: 100-300 micron. Dose or amount: 1 df dosage form.